Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading at the time of the incident was 28 mg/dl. Health care professional reported that the customer went into a coma due to low blood glucose, but it was also reported that the customer was not hospitalized. Customer treated low blood glucose with a glucagon shot and sugar water. Customer called to request assistance with changing the settings on the insulin pump. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined.